Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: according to the description of the event one primary filter leg had penetrated into central lumen of abdominal aorta by day 224 after filter placement. Filter was successfully removed at day 303. Imaging review confirmed the perforation. However, a root cause for the perforation cannot be determined based on the imaging. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: one primary filter leg had penetrated into central lumen of abdominal aorta by day 224 after filter placement. Filter was successfully removed at day 303. Patient outcome: unknown.